Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a air in line alarm. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line alarm not clearing' was confirmed through the event history log through multiple 'air-in-line!' Messages and was able to be reproduced through troubleshooting of the device. Evaluation revealed that the ultrasonic sensor was out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.